Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 27 mmol/l at the time of the incident and was treated with syringe. The customer declined troubleshooting for the high blood glucose incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.